Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 4/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tmbetz mfg. Date - 11/20/2023. Exp. Date - 10/31/2025. Batch tmbcxq - mfg. Date - 11/12/2023. Exp. Date - 10/31/2025. A manufacturing record evaluation was performed for the finished device batch tmbetz, sxpp2b405 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch tmbcxq, sxpp2b405 and no non-conformances were identified.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please clarify lot number to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2024, and barbed suture was used. During the procedure, the suture broke off at the swage. Case was completed with the same suture; they started the other direction. No patient harm was reported. Additional information was requested.